Event description:
End user reports while driving on a sidewalk over metal grates, the power wheelchair stopped and she fell forward.

Manufacturer narrative:
No malfunction of the power wheelchair suspected; however the end user was not exercising caution while driving the power wheelchair over metal grates, which she reported moved. Hoveround's owner's manual warns end users, "drive slowly over thresholds and when traveling from one type of surface to another," and, "to reduce the chance of serious injury or death from tip-over avoid uneven or unstable surfaces such as potholes, broken pavement, and grass."